Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: both seat rails broken at rear mounting holes. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: both seat rails broken at rear mounting holes. Per tbm (B)(6), dealer states that the base of the wheel chair has broken on the left side by the drive wheel .

Manufacturer narrative:
The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the crossfire t7a wheelchair of having a fracture in the frame on the right and left sides.

Event description:
Updated information- the expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the crossfire t7a wheelchair of having a fracture in the frame on the right and left sides. Product was returned for evaluation. The return fields in oracle state: both seat rails broken at rear mounting holes. Per (B)(6), dealer states that the base of the wheel chair has broken on the left side by the drive wheel .

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tbm (B)(4), dealer states that the base of the wheel chair has broken on the left side by the drive wheel .